Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of snare loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a procedure performed on (B)(6) 2017.   According to the complainant, during the procedure the connector between the snare loop and the wire got loosened and when attempted to cut the target polyp, the snare loop failed to cut. The procedure was completed with another rotatable snare.   There were no patient complications reported as a result of this event.